Manufacturer narrative:
The customer¿s report of hole ¿tear¿ in the pumping segment and leaked chemo was confirmed. Although requested, patient demographics not provided. During visual inspection of the set, a 0.112" tear was identified in the silicone pump segment near the upper fitment. Functional testing and pressure testing identified leaking from the same area. The root cause of the customer's report of a tear could not be determined.

Event description:
It was reported that while troubleshooting air in line alarms, the door of the pump was opened and a hole was identified in the silicone segment of the tubing just below the upper fitment. The tubing leaked chemotherapy when pressure was applied to the area. The chemo infusion was stopped, tubing clamped and capped, and the white lumen was disconnected from the tubing without flushing. The md notified, and cultures x2 were ordered before the new infusion started. There was no report of lasting harm.